Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to interface board. Unable to perform any tests due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose level and insulin pump had a blank display. The customer¿s blood glucose level was 432 mg/dl. The customer was treated with manual injection. The customer stated that the insulin pump went completely blank and changed the batter, but nothing happened. The troubleshooting was performed and was advised the customer to insert the new battery. Customer stated that the display did not return. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.